Manufacturer narrative:
July 31, 2013: the analysis from the manufacturer is pending.

Event description:
This patient called dr. (B)(6) office on (B)(6) 2013 to report being shocked. During an interrogation of the device the following day, the sorin representative reported noise sensing issues. This lead was capped on (B)(6) 2013.